Manufacturer narrative:
(B)(4). Batch # r59f4d. Investigation summary: the analysis found that one psee60a device was returned with the anvil bent upwards, with the knife buckled and with one gst60t cartridge loaded in the device. The cartridge reload was received partially fired 1/2 and with the cartridge deck damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
Thoracotomy was done for left upper lobe tumor. First stapler, first reload and first fire was executed but it was jammed midway. A new stapler and reload was used to complete the resection. Tissue was still stuck the jaw. Reverse button and manual override failed. The nurse had to forcefully remove tissue from jaw was specimen is needed to be sent for histology. There were no patient consequences.